Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 02/22/2017 - correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission: 09/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: the review of the black box data showed no evidence of short battery life. The battery compartment was intact and undamaged and a test battery cap was able to fully secure. The ez-prime steps were performed correctly and all electrical current reading measured within specifications. Upon removal of the pump¿s cover, no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module.